Manufacturer narrative:
Customer issue was resolved by test table and test table inserts replacement. The customer has run qc daily since the event and the issue has not returned. The customer has not observed any discrepant patient results. Customer is satisfied and has not had any further issue. Instrument is fully operational.

Event description:
Customer reported false negative nitrite result on the analyzer. There was no report of injury due to this event.